Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer was tightened down on patient. When trying to reposition it, the tightening knob would just spin. Hospital thinks the knob was stripped. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Acrobat-I stabilizer om-10000 was tightened down on patient. When they went to reposition the stabilizer, the tightening knob would just spin. They think the knob was stripped. No effect on the patient. No injuries. Patient info is unknown. This surgery took place sometime in february.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25120078, 25120129 and 25121537 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer was tightened down on patient. When trying to reposition it, the tightening knob would just spin. Hospital thinks the knob was stripped. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Acrobat-I stabilizer om-10000 was tightended down on patient. When they went to reposition the stabilizer, the tightening knob would just spin. They think the knob was stripped. No effect on the patient. No injuries. Patiient info is unknown. This surgery took place sometime in (B)(6).